Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had poor measurements once placed. It was noted that during repositioning, the manipulation performance of the catheter became inadequate. Once the catheter was removed, a kink was observed on the catheter. It was also noted that during lead removal, myocardial tissue was observed entangled in the helix of the lead. The lead was not used, and another lead was implanted with a different catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with tissue on the helix. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the rv lead sensed wave was low and the threshold measurements was high.